Event description:
A peritoneal dialysis registered nurse [(pd)rn] contacted fresenius customer service to report that this pd patient expired while utilizing the liberty select cycler. Attempts to obtain additional information were unsuccessful. No further details have been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, voltage calibration check, and a patient sensor calibration check. The cycler also performed and passed a catch-post hi pot test, a patient hipot test, and a current leakage test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the baseplate under the pump, on the inside of the top cover, and on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death while completing peritoneal dialysis (pd) therapy. However, there is no documentation in the complaint file to show a causal relationship between the device utilization and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. It is unknown what the patients health status was prior to the death. Long-term survival rates in pd patients remains poor with only 11% of patients surviving past 10 years. Cardiovascular disease accounts for most of those deaths. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] contacted fresenius customer service to report that this pd patient expired while utilizing the liberty select cycler. Attempts to obtain additional information were unsuccessful. No further details have been provided.